Event description:
Facility alleges blood leak during dialysis. Rn reports blood noted in dialysate at start of treatment. Veified by test strip. Unable to return pts' blood. Estimated blood loss > 100 cc. Dialysis resumed with new dialyzer; no further problem reported.